Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and collimator shutter motor were replaced during the service call. The customer will replace the x-ray lamp, steering coupler, foot-switch handle, and grid gasket. The system was operational.

Event description:
It was reported that the collimator shutter on the 9800 system stuck during a kidney stone procedure. It was also reported the 9800 system had a dim x-ray lamp, steering coupler with stripped screws, broken foot-switch handle, and cracked grid gasket. The procedure was completed without incident. No patient injury was reported.